Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient previously had an infection and the patient underwent surgical intervention to remove and replace the ipg. It is unknown when the procedure occurred. Therapy was resumed. Device information is unknown.

Event description:
Follow up information identified the infection was at the ipg pocket site. The ipg and extension were explanted and the exact date is unknown but it was approximately two months ago. The infection has resolved and therapy restored. It was previously reported the devices were replaced, however upon further review it was determined the devices were not replaced at the time of this event. Concomitant devices: model 3383, scs extension, implant date unknown. Model 3186, scs lead, implant date unknown.